Event description:
It was reported that the ipg would not hold a charge and the patient had to charge it daily. Troubleshooting and reprogramming attempts did not resolve the issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.